Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. The patient remained under monitoring. No adverse patient effects were reported. This ra lead remains in service. Additional information indicated that there was a recent episode with noise oversensing. In addition, an alert related to atrial automatic threshold detected as higher than programmed amplitude or suspended appeared. Technical services (ts) explained that the loss of capture (loc) in the right ventricular automatic threshold (rvat) test occurred at a very high pacing threshold. It was also suspected that this behavior could be related to fusion beats, but it was not conclusive, therefore, further monitoring was recommended. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.